Event description:
Reportedly, the device overinfused during annual preventative maintenance testing.

Manufacturer narrative:
Device evaluation results: b braun service could not duplicate the reported incident. Standard inspection and 24-hour testing found no faults or issues with the pump.